Manufacturer narrative:
(B)(6). The lot was manufactured march 23, 2016 ¿ march 24, 2016. The device was received for evaluation. A visual inspection was performed and revealed a pool of liquid inside the housing; however, no evidence of rupture was found on the bladder. A functional leak test was subsequently performed by filling the bladder with water. During fill, evidence of leak was observed on one side of the bladder crimp. No evidence of rupture was found. The direct cause of bladder crimp leak could not be determined during the sample analysis. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor was ruptured and leaking solution out of the housing. The device was filled with 233 ml of 5% glucose and 3883 mg of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.